Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on a lead. The patient did have a fall and got into a car accident. The patient was able to be reprogrammed and therapy was restored. Additional information was received stating upon further investigation both of the patient's leads had migrated, which was confirmed via imaging. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.